Event description:
A malfunction alarm was reported, and there was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while the pump is being replaced under warranty. Technical support confirmed the shipping address and instructed the customer to return the faulty pump using a pre-paid label within 10 days, after putting it in storage mode.